Event description:
Reportedly, sizer is damaged after a few uses. Noticed before use. No report of pt injury or medical intervention. No further info available.

Manufacturer narrative:
Device not returned.